Event description:
Patient with skull defect from eosinophilic granuloma. A benign lesion on left frontal skull was removed and patient implanted with norian and resorbable plates. Wound broke down two months postop. Small washout performed by plastic surgeon but healing did not occur. All cranioplasty material was removed. This is one (1) of reports submitted on this event.

Manufacturer narrative:
Synthes is unable to determine the expiration date without a lot number.